Manufacturer narrative:
The philips remote service engineer (rse) was advised that the device is displaying inaccurate readings for spo2. After speaking with the customer, the rse advised the customer to replace the masimo spo2 assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 assembly. The customer was provided parts identification for the replacement part. That the customer was taking responsibility for ordering parts and the repairs to the device.

Event description:
It was reported that the device is not providing accurate readings for spo2. The device was in use on a patient at the time of the event. There was no adverse event reported.